Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 519 mg/dl and the supplies on the pump and infusion set site was changed. A bolus via the pump was delivered and an insulin injection were used to lower the bg level to 266 mg/dl. As the supplies on the pump had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.